Manufacturer narrative:
Cme america received a medwatch report, (B)(4), on (B)(6) 2015 for an event that occurred on (B)(6) 2014. We tested the complaint device and could not duplicate the error observed in the event log. According to the log, a motor brake fail error had occurred on (B)(6) 2014. We are unable to duplicate the error and according to the log it was isolated to this one occasion. The cause of the error in 2014 cannot be determined. The device passes all cme america tests and is conforming. Through in-house testing, cme america confirmed that the device meets specification. The cause of the reported error could not be determined. Cme america is unable to conclusively determine that the device was being used for treatment or diagnosis at the time the reported error occurred. Customer did not return our calls requesting follow up information. The conditions generated by this event do not meet the requirements for filing an MDR. Risk assessment is x (insignificant), with no risk severity and no probability harm will occur. However cme america is aware that this customer was using this type of pump with other patients in an off-label manner for life-sustaining treatment. Although the conditions of this complaint do not warrant a MDR, cme america is submitting a MDR under the assumption that this complaint involved off-label use; such mis-use could result in a high risk severity. The root cause of this complaint is unknown. This pump and all pumps that were in the possession of this customer have been returned to cme america and are no longer in use by this customer.

Event description:
Cme america received a medwatch issued by a customer to FDA. The medwatch report is (B)(4). In the medwatch, the customer reported the following: "channel 1 is showing an "error" code, rendering channel 1 nonfunctional. The pump was removed from service and sent to biomed. Device usage problem: device malfunction. This is, the device did not do what it was supposed to do."